Event description:
The dealer states the unit is alarming. There was no patient use and the hours are unknown. There was no additional information and the dealer only had what was written on a piece of paper.